Manufacturer narrative:
No add'l info is available at this time. If add'l info becomes available, this event will be updated.

Event description:
This event was created by a returned verification form from an unk person in response to a device tracking mailing. The pt received abdominal aortic aneurysm (aaa) repair via an ancure endograft system. It was noted that the pt passed away for an unspecified reason for which they felt guidant was responsible.